Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 12:30 pm with a blood glucose level of 37 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer does not know what caused the low blood glucose. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop. The customer did not return the product back for analysis.